Manufacturer narrative:
A beckman coulter lss (laboratory solution specialist) was dispatched to the customer site. The lls inspected the instrument and found one (1) defective spiral (s) shape mix bar was bent, (1) missing s shape mix bar mixing from mixer assembly unit and dirty cuvette. The failure mode was identified as defective/ bent s shape mix bars. The lss replaced s shape mix bars and cleaned cuvette to resolve the issue. No further issues noted. The instrument returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1: initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).

Event description:
The customer reported that patient results erratic for multiple analytes which include albumin, direct bilirubin (dbil), total bilirubin (tbil). The repeatability test results were poor. The erroneous results were not reported out of laboratory. The lss (laboratory solution specialist) repeated the patient samples on another analyzer; the results met the customer's expectation. The customer did not provide patient demographic. There was no report of change to treatment, injury, or death associated to this event.